Manufacturer narrative:
Per tandem's user guide: ¿if you drop your t:slim x2 pump or it has been hit against something hard, ensure that it is still working properly.¿ the device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a malfunction alarm occurred. Reportedly, the pump was dropped. Multiple attempts were made to verify that customer had an alternative backup insulin therapy, however customer did not respond. Customer¿s blood glucose level was 160 mg/dl.